Manufacturer narrative:
Results of investigation are inconclusive since device not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Upon review of transmission, it was observed the implantable cardioverter defibrillator was experiencing non-sustained post-paced t-wave oversensing. Programming changes were recommended but had not yet been made. The patient was stable.